Manufacturer narrative:
No samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that separation occurred with a bd phaseal optima connector (c35-o). The following information was provided by the initial reporter, "material no.: 515070 batch no.: unknown. It was reported that the connection popped off the line three times because the connector and injector were not snapped snugly to begin with. Per email: please see the complaint and customer information pasted below. This complaint is in regards to the following part numbers: phaseal optima injector - #n-35-o phaseal optima connector - #c-35-o customer complaint: per the nurse the connection popped off the patient¿s line 3 x before she switched out the tubing the connectors. No chemo spilled as a result. It was a new connector initially but never completely snapped snuggly to begin with. I have the products in my office is anyone can look at them." 1 of 2 complaints.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred with a bd phaseal optima connector (c35-o). The following information was provided by the initial reporter. "Material no.: 515070 batch no.: unknown. It was reported that the connection popped off the line three times because the connector and injector were not snapped snugly to begin with. Per email: please see the complaint and customer information pasted below. This complaint is in regards to the following part numbers: phaseal optima injector - #n-35-o. Phaseal optima connector - #c-35-o. Customer complaint: per the nurse the connection popped off the patient¿s line 3 x before she switched out the tubing the connectors. No chemo spilled as a result. It was a new connector initially but never completely snapped snuggly to begin with. I have the products in my office is anyone can look at them." 1 of 2 complaints.